Event description:
Philips received a complaint from customer biomed reporting a low leak co2 alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in a device event log review. The rse advised replacement of the flow sensor assembly to resolve. The bme reported the flow sensor assembly was replaced as advised and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.